Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in los angeles has reported via a fisher & paykel healthcare (f&p) field representative that the rd900aeu neopuff infant resuscitator pressure does not go over 20. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Correction: section b5: updated the reported event; section g2: corrected the report source. Method: the subject rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the subject rd900aeu neopuff infant resuscitator was performance tested, and the manometer has inaccurate readings. It was also found that the pressure knob damaged. Conclusion: we are unable to determine the exact cause of the reported fault. However, it is likely due to physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in los angeles has reported that the rd900aeu neopuff infant resuscitator pressure reading would not go over 20cmh2o. There was no reported patient consequence.